Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from the (B)(6) that during service and evaluation, it was determined that the motor device on the device was not functioning - no rotation, handpiece had a defect in motor, cut in hose and the machine did not function. It was also noted that the device failed pre-test for loctite and cable assessments, safety assessment, rotational speed, e8 (system fault), noise assessment, small cut in hose, temperature and hand control. It was noted in the service order that the device had an e8 (system fault) error code. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.